Event description:
Due to this being a retrospective report and only partial info being available. The only description of event is "patient sling slips on the floor and injuring themselves." (B)(4).

Manufacturer narrative:
The report shows that this is a pt who is difficult to pick a standing lift. This shows the data on the second lift movement, where the pt cannot keep standing and could not hold the handles. For this we recommend that the pt is again assessed to determine whether this pt is appropriate to continue with an active lifting hoist. Also, the correct way of rigging a sling in active use is described on the pages 9-11. On page 12 it states that the lift can be used for pts who are able to hold on with at least 1 hand. It is also advised to have persons present to instruct/indicate to the resident what movements will be performed. The manufacturer recommends staff obtain further instruction regarding how the transfers should be done with the pt and the importance of properly assessing if the resident is still suitable for lifting with a hoist active.